Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric by-pass procedure the blade tip broke off of the device outside of the pt. It is not known how the case was completed. There were no pt consequences.